Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user received alert 38 ¿ motor stall on their ilet device. The user had restarted the device multiple times, but the alert persisted. The user confirmed that no supplies were attached at the time of troubleshooting. Upon restart and attempted supply change, the ilet failed to rewind. No foreign objects or obstructions were visible. A replacement was arranged. The user reported blood glucose (bg) of 340 mg/dl at the time of the call. The user transitioned to backup insulin therapy to correct bg. No medical intervention or external assistance was required.